Event description:
Information received from documentation that indicates "patient suffered and sustained serious injuries and ailments, including, but not limited to, severe burning and pain".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Product not returned for evaluation